Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: circumferential decapolar diagnostic lasso catheter, stockert ablation generator. Other company¿s devices were used during this study: steerable decapolar catheter (inquirytm, irvine biomedical), non-steerable quadripolar diagnostic catheter (inquirytm, irvine biomedical), sheath (sl-0, st. Jude medical), 3-d mapping system (navx, st. Jude medical) (B)(6). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that audible steam pops occurred in one patient with subsequent acute cardiac tamponade during cavotricuspid isthmus ablation. The flow rate of the thermocool surround flow catheter during ablation was set to 20 ml/min. Radiofrequency applications did not show a significant impedance change prior to steam pop occurrence. There are no device malfunctions reported in the publication. Based on the facts of the case and the author's assessment, there were no reported malfunctions with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "the incidence of audible steam pops is increased and unpredictable with the thermocool surround flow catheter during left atrial catheter ablation: a prospective observational study." The purpose of this study was to investigate the association of different catheter parameters on the occurrence of audible steam pops during left atrial ablation. Other adverse event was reported in this article: 1 patient cardiac tamponade (flow rate 10 ml/min, bwi has reported this event previously under (B)(4)). Suspected device is thermocool surround flow catheter, however catalog and lot number are unknown. Suspected catalog number is d131601.